Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and observed that solenoid valve failed to open and close. The fse replaced the solenoid control board and the drive manifold assembly then performed leak tests more than 50 times. All leak tests performed normally and the repair was completed with no further issues. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during testing performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests which were conducted one year after delivery. It was noted that the failure occurred on the third drive manifold leak test. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during testing performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests which were conducted one year after delivery. It was noted that the failure occurred on the third drive manifold leak test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge representative has advised that the reported issue was verified, and replicated intermittently at the japan service center upon return from the user facility. Testing is ongoing. A supplemental report will be submitted when additional information is provided. The full name is (B)(6). The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6), which differs from that of the event site.

Event description:
It was reported that during testing performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests, which were conducted one year after delivery. It was noted that the failure occurred on the third drive manifold leak test. There was no patient involved, and no adverse event was reported.